Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported the customer did not observe insulin drips dripping out of the infusion tubing during the load fill tubing sequence. Reportedly, this issue was caused by the customer improperly connecting the luer lock connection which impacted the flow of insulin. The customer stated this issue was not due to a defect with the infusion set or cartridge pigtail and was due to user error. The customer performed a cartridge and infusion set change to resolve the issue. The customer's blood glucose level was not impacted.